Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one used sample was provided for evaluation. Upon visual inspection of the returned photograph, a detachment was observed at the bonded joint of the female connector and caresite. Upon re-evaluation, the returned sample was twisted and unscrewed at the female and caresite joint, resulting in detachment. A small residue of solvent was found on the female connector. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the b. Braun medical global affiliate: complaint: during an IV drip, the connection between the tube and the connector detached, causing blood to leak.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.